Event description:
The pt was heparinized prior to stent placement with an act of 397 (normal considered greater than 250 prior to stent placement). Following stent placement, the pt had a 600 cc hematoma. The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs device. He thought he had good closure after advancing two knots to the transitional wire, so he removed the wire per labeling instructions. The cardiologist reported that there was no problem with the device and no problems with the access site that he was aware of. The pt started to bleed from the groin site immediately after removing the wire. Manual pressure was applied and femostop was used to gain hemostasis. The pt was very unstable for the first 24 hours after the stent placement. Following the case, a phone call was received by the cath lab from a facility in nebraska stating that the pt was allergic to heparin and bled following a previous procedure. Approximately five days after the event, a CT scan revealed a retroperitoneal bleed and a pseudoaneurysm. The pt was sent to surgery for vascular repair and was discharged 12 days after the initial procedure. The vascular surgeon found a one cm lonitudinal laceration in the femoral artery. He found that two of the needles had resulted in a knot in the artery, but the other two had resulted in what looked like a fascial closure, with the knot in the tissue rather than in the artery.